Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Performed visual inspection on the sensor plug assembly and the sensor plug was seated correctly. Observed the sensor neck to have a crack across the width and through the carbon layer. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. Further linearity investigation has been performed and all tests passed indicating the electronics are functioning as intended. No product deficiency was identified. In addition, device mfg date has been updated to reflect the date.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 11.2 mmol/l, 11.1 mmol/l, 11.0 mmol/l, and 10.9 mmol/l were received and compared to built-in results of 4.6 mmol/l, 4.6 mmol/l, 4.6 mmol/l, and 4.2 mmol/l respectively and customer self-administered "extra short acting insulin" (dose unspecified). Customer further reported subsequently feeling "different", obtaining a reading of 2 mmol/l on the built-in reader, and deciding to self-present to a health center, self-treating with "oral glucose" on the way. Upon arrival at the health center, customer was diagnosed with hypoglycemia and treated with "sugary foods" and intravenous glucose. No further treatment was required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 11.2 mmol/l, 11.1 mmol/l, 11.0 mmol/l, and 10.9 mmol/l were received and compared to built-in results of 4.6 mmol/l, 4.6 mmol/l, 4.6 mmol/l, and 4.2 mmol/l respectively and customer self-administered "extra short acting insulin" (dose unspecified). Customer further reported subsequently feeling "different", obtaining a reading of 2 mmol/l on the built-in reader, and deciding to self-present to a health center, self-treating with "oral glucose" on the way. Upon arrival at the health center, customer was diagnosed with hypoglycemia and treated with "sugary foods" and intravenous glucose. No further treatment was required.